Manufacturer narrative:
On 03-mar-2021 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer called to report that 3 of the tampons purchased did not have a string attached. No injury was reported.